Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to duplicate "ventilator never alarmed". All testing performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 97 hour extended tests at customer's settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected. Internal inspection did not reveal any abnormalities with the ventilator. The ventilator is not designed to alarm for a disc/sense condition when the circuit is disconnected downstream from the patient circuit wye. Per the operators manual, the disc/sense alarm detects when the patient circuit wye "sense lines" are not connected to the ventilator. It is not designed to detect a "patient disconnect" condition. As long as downstream flow is detected through the patient circuit wye, no disc/sense alarm condition will be issued. The "low pressure" and "low minute volume" alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion. The customer stated the unit will be returned. If the device is returned, a follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the patient was found disconnected from the lap top ventilator while it was in continuous positive airway pressure (CPAP) mode, yet the ventilator never alarmed. The customer reported that their biomed department evaluated the device and had no findings. The customer reports that it could have been a result of their alarm settings, which the settings of the ventilator were reported to be: "CPAP, peep 5, ps 10 -if I remember correctly. Minute volume alarm -off, low pip alarm = 1, not sure if low peep was set at default (-3) -some discrepancy in this alarm." Upon further investigation, the customer stated there was no serious injury as the patient can tolerate being off of the ventilator but the patient's saturation decreased and was 91 percent when found.